Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon and a 3.75mm x 12mm nc emerge balloon were selected for use. During procedure, at first inflation, it was noted that the wolverine ruptured at 3atm within three seconds. The device was removed without any problem using normal method. Then, the nc emerge was used; however, the balloon ruptured at 3atm within 3 seconds during first inflation. The device was also removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located over the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. The encore was tested at 12 atmospheres using a druck pressure gauge before and after use with no issues. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no kinks. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon and a 3.75mm x 12mm nc emerge balloon were selected for use. During procedure, at first inflation, it was noted that the wolverine ruptured at 3atm within three seconds. The device was removed without any problem using normal method. Then, the nc emerge was used; however, the balloon ruptured at 3atm within 3 seconds during first inflation. The device was also removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.